Event description:
The pt was implanted with an scs ipg and lead in 2008. It was reported that approx 45 minutes post-operatively, the pt was unable to feel her left leg. The pt was taken back to the or where the lead was removed. The explanted lead was not returned to ans for evaluation. It was reported four days later, that this pt was paralyzed in both legs from the waist down and had loss of bladder and bowel function. Follow-up on the pt found that her ipg was explanted two days later, and she is currently at a rehabilitation hospital with no change in her condition. A user facility report was sent to ans the following month, and describes that during lead insertion the lead "was slightly right of midline. Attempt to move left but wanted to go right. Surgeons okayed site." An MRI done after lead explanation "showed cod hemorrhage and some mild enhancement compatable with traumatic injury within the cord."

Manufacturer narrative:
Evaluation: additionally, device history record and sterilization record were reviewed. No anomalies were found. Results: all records were reviewed and were found to meet specs.